Event description:
Patient's mother reported that the pump was resetting itself without invervention.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged circuit board.